Event description:
The customer reported endoscope communication error is displayed upon inserting the scope and powering on during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.